Manufacturer narrative:
(B)(6). Date of report: 12aug2019. The product support engineer troubleshot this issue with the customer over the phone and advised the customer that the liquid crystal display (lcd) of the ventilator has reached end of useful life. The customer reported that the graphical user interface (gui) was replaced. The issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved through remote trouble shooting.

Event description:
The customer reported that the ventilator display was rainbow like with low illumination. The ventilator was in clinical use at the time of the event occurred. There was no report of patient harm or injury as a result of the event.